Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump. After reset, the malfunction code did not recur, and the customer was able to continue using the pump, with instructions to call back if any issue recurs.